Event description:
The patient stated his infusion device alarmed 09 (technical inspection due) error today and he stated he did not receive any of the previous 8x (technical inspection alert) alarms to warn him the device would shut down. The patient did not report any physiological effects. He stated that he had syringes to use until he was able to switch to his backup infusion device. Product was requested to be returned for evaluation.